Event description:
It was reported via medwatch that stent dislodgement occurred. The target lesion was located in the ostial left circumflex coronary artery. The lesion was pre-dilated with a small nc balloon. A 3.00 x 38mm synergy xd drug-eluting stent was introduced for treatment but experienced advancing difficulty through the left main stent. The stent came off of the stent delivery system within the vessel. A balloon was then advanced to the distal end of the stent in attempt to remove them as one unit. The stent was removed. There were no patient complications reported as a result of this event.